Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and an opening. A microscopic analysis was performed which identified four puncture openings on the device. Based on the device analysis the final assessment was four puncture openings on posterior assessed as surgical damage-like consistent in the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.